Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to chest pain and receiving a shock from their implantable cardioverter defibrillator (ICD). A remote monitoring transmission indicated the patient had been treated for a ventricular tachycardia (vt) episode but the rhythm was suspected to be atrial fibrillation (af) with rapid ventricular response. The shock was suspected to be inappropriate. The ICD remains in use. No further patient complications have been reported as a result of this event.